Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. The patient has a history of blood coagulation. It was reported 8 days post implantation of the stent graft, the patient presented with a cold leg. The vessel was occluded. The physician elected to perform a femoral to femoral bypass and placed an iliac limb in the distal femoral artery. It was also reported that the patient had blood coagulation in the distal area of the femoral artery not related to the stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusions: occlusion. History of blood coagulation.